Event description:
Following a diagnostic procedure, an angio-seal device was placed and hemostasis was achieved. However, the pt later experienced bleeding from the puncture site. Following device deployment, the pt remained at bedrest for 3-4 hrs. The pt was discharged from the hosp; approx 6 hrs following device deployment, bleeding was noted from the puncture site. By the time the pt presented to the ER, the bleeding had stopped. A pressure dressing was applied, and the pt was again discharged home. The next day, the pt followed up with the hosp, and reported no bleeding, pain, or numbness.